Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? How much tissue was resected to remove the device (specify in cm)? Was resecting tissue part of the planned surgery? Where there opening issues with the previous firings? Prior to the opening issue, was there an increase force to fire? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during an unknown procedure the doctor could use the device twice, but he couldn¿t open the jaws of the device after the third reloading. The tissue remained between the jaws. He had to use a new device to cut the tissue, and to remove the closed device together with the tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.